Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the filter came apart during use. No patient injury reported.

Manufacturer narrative:
(B)(4). Lot# has been corrected to 201541. A device history record (DHR) review was conducted and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that the filter was detached. It was also noticed that the rib was broken from the housing of the filter. This most likely caused by mishandling of the product. In the current manufacturing process, a 100% inspection is conducted at the assembly and packaging area, thus any defects would be detected prior to release.

Event description:
The customer alleges that the filter came apart during use. No patient injury reported.